Manufacturer narrative:
The manufacturer previously reported a failure of the front panel/keypad led pca. The front panel/keypad led pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the front panel/keypad led pca failing was found to be caused by physical damage.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.during the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's front panel/keypad led pca and oxygen blending module board were replaced to address the issues.